Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Device evaluated by manufacturer: a promus premier select stent delivery system (sds), was returned to the complaint investigation site (cis). During visual and tactile inspection, no issues were noted with the hypotube shaft or the outer / mid-shaft sections or the inner lumen of the device. During microscopic analysis, there was no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no signs of movement of the stent. The stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. As no issues were noted during investigation, the reported event was not confirmed.

Event description:
It was reported that a shaft break occurred. A promus premier select was selected for use. The target lesion was mildly to moderately calcified. During the procedure, when advancing the promus premier select, it was noted the catheter shaft was kinked. The device was not removed fully intact from the patient. A replacement device was used to continue the procedure. There were no patient injuries reported.

Event description:
It was reported that a shaft break occurred. A promus premier select was selected for use. The target lesion was mildly to moderately calcified. During the procedure, when advancing the promus premier select, it was noted the catheter shaft was kinked. The device was not removed fully intact from the patient. A replacement device was used to continue the procedure. There were no patient injuries reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.